Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned pressed down into the well area of the lens case base. Both haptics are adhered to the optic with solution. The optic is scratched/marked rejectable. We are unable to determine the root cause for the reported complaint "lens rotated in cartridge". The haptics were observed adhered to the optic with solution. The reported complaint occurred at the time of iol went out of the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the lens was rotated in the cartridge. Additional information has been requested.

Event description:
Additional information has been requested and received stating that there was patient contact. Symptoms resolved. New lens had been used. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).